Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been protruded proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the returned dilator/sheath assembly; however, the needle could not advance past the location of the protrusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the protrusion remains unknown.

Event description:
Related manufacturer report numbers: 3005334138-2021-00137, 3005334138-2021-00135, 3008452825-2021-00119, 3008452825-2021-00120. During an occluder procedure, after the sheath had been flushed with saline and inserted into the right atrium, the needle was unable to pass through the sheath. The needle was exchanged, but the same issue occurred. A new sheath was inserted, but the problem persisted. Another sheath was used to attempt transseptal puncture, but the needle was still unable to be inserted through the sheath. Both needles were discarded and the procedure was aborted due to this event. There were no adverse patient consequences.